Manufacturer narrative:
An additional cartridge lot number was reported (lot #m021181). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer received multiple inaccurate fill estimates displayed on the pump insulin gauge with multiple cartridges. The insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with around 300 units of insulin. The customer's blood glucose was 208 mg/dl. Reportedly, the customer had manual injections for alternate insulin therapy.